Manufacturer narrative:
Zoll medical corporation evaluated the device. The malfunction was confirmed and attributed to an incompatible software version installed into the device. The device is not designed to support the software version that was installed by the customer. The r series software upgrade instructions states that the digital board in the device only supports revision b or lower. The device was upgraded to revision d. Therefore this claim has been closed as user error. The digital board was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.